Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
During a follow up patient visit, the patient reported right anterior groin pain. No intervention was noted.

Manufacturer narrative:
Additional devices listed in this report: cat # 540-11-54f, lot # 42995201, description: trident psl ha solid back 54mm; cat # 623-10-36f, lot # 43516101, description: trident 10° x3 insert 36mm ID; cat # 6570-0-436, lot # 41804601, description: delta v-40 ceramic head 36/-2,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
During a follow up patient visit, the patient reported right anterior groin pain. No intervention was noted.